Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that it is not drawing blood when attaching a vacutainer. The cap is loose/comes off when taking it out of the package. With the extension not drawing blood, they are having to stick the patient more than one for blood draws. Cap comes off easily and a patient bled out for an unknown period of time.

Event description:
Codes update.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of connection issues/ occlusion. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.